Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging an issue with her onetouch ultra test strips. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 between 7:00am and 7:00pm. The patient stated that test strips from 2 vials resulted in error 5 being displayed on the subject meter. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she took less food/drink on (B)(6) 2015 (time not provided) in response to the alleged product issue. The patient claimed to have developed the symptom of "extreme thirst" within 1 hour after the alleged product issue began; however, she denied that treatment was received. At the time of troubleshooting, the csr noted that the alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient developed the symptom of "extreme thirst" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.